Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the residual liquid that came out of the channel tube, the cause was due to usage stress or external factors, for the sticky control unit, the cause was due to water leakage, and for the detached adhesive on the bending section cover, dirt on the light guide lens, a sticky universal cord, and a sticky up-down angulation lever plate, the cause could no be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ureteroreno videoscope exhibited detached adhesive on the bending section cover, a residual liquid came out of the channel tube, dirt on the light guide lens, a sticky control unit, universal cord, and an up down angulation lever plate. There was no patient involvement.